Event description:
It has been reported to us that the occlusion balloon deflated unexpectedly during the procedure. The physician inserted a guide catheter into the patient and advanced forward into the vessel. The physician inserted a guide wire into the lesion site and successfully used an aspiration catheter to aspirate the vessel. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the vessel. The physician then noticed that the occlusion balloon had deflated unexpectedly. The device was removed and replaced with another to complete the case. The patient is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.